Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming "no disposable, clamp tubing." The patient had been instructed to stop and restart the pump, but the alarm had persisted. The patient had then been instructed to clamp the tubing, unlock the cassette and check for air in the line but no air had been present. The cassette had been reattached, the tubing unclamped, and the pump restarted, but the alarm had continued. The patient had then been instructed to turn off the pump, clamp the tubing, and call the clinic for further guidance. Pump settings had been rate ¿ 2.0 ml/hr, volume ¿ 6.3 ml, and volume given ¿ 85.7 ml. The patient had been affected. The event occurred while in use with a patient and the operator of the device was a health professional.

Manufacturer narrative:
H3: neither product nor pictures were received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.